Event description:
Boston scientific received information that latitude detected a red alert for this system due to a high shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific sales representative stated that the patient was brought into the clinic for system evaluation. The patient's physician is not concerned at this time since only one out of range measurement was noted, the patient is not pacemaker dependent and has not received a shock since implant. The patient is monitored via latitude on a weekly basis and the patient will be brought in for further testing if another out of range measurement is detected. This product issue will be updated if additional information is received.